Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured out-of-range pacing and shock impedances during defibrillation threshold (dft) implant testing. A visual inspection revealed a conductor fracture at the site of the patient's clavicular first-rib region. A guidant technical services consultant recommended that the lead and associated implantable cardioverter defibrillator (ICD) be explanted and replaced.